Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 175 hours of extended bench testing at the customer's settings. The device vent failed troubleshooting final test for non-conformance with measured vti at tidal volume and flow test 3. This slight non-conformance would not result in a failure to ventilate properly. As a precaution, the service technician replaced the turbine and analog board. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 shutdown while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.